Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the day after implant the device could not be interrogated and communication could not be established with the programmer. Also, the day after implant the device did not sense any p-waves. It was noted that when the device pocket was re-opened, the analyzer was able to measure p-waves around 1 millivolts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a damaged set screw.